Event description:
This customer reported a failure to discharge. There was no impact to the involved patient.

Manufacturer narrative:
(B)(4). This customer reported a failure to discharge. There was no impact to the involved patient. The defibrillator is being returned to philips for evaluation. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.